Manufacturer narrative:
Additional manufacturer narrative: date of onset of the type ii endoleak with aneurysm expansion was (B)(6) 2017.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - date of this report. Date received by manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date in 2017, a type ii endoleak accompanied with rapid increase in the diameter of the aneurysm was discovered. Specifics regarding aneurysm enlargement was not provided to gore. On (B)(6) 2017, the patient underwent an additional endovascular repair whereby an additional aortic endoprosthesis was implanted to treat the endoleak.